Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device identified one of the balseal posts was chipped and the spring was damaged. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The spacer block was showing signs of wear on one of the springs.